Manufacturer narrative:
The customer reattached the tubing that was detached from the bottom of the sweep-flow tank which resolved the issue. Service was not dispatched for this event since the customer corrected the issue. Failure mode was related to the tubing to the bottom of the sweep-flow tank. However, the platelet and rbc background failed and instrument generated sweep flow tank not full error alerting customer to instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that a clear liquid of unknown volume leaked from the coulter lh 750 hematology analyzer and onto the counter while performing startup. The customer also reported that platelet and red blood count (rbc) failed background and observed that the sweep flow tank was not full. The customer was not running patient samples during this event. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.